Event description:
It was reported that the customer had some issues with the internal clock starting to slow down and lose the correct time. Customer started having high blood glucose levels. Customer was hospitalized on (B)(6) 2015. Customer's blood glucose level was over 600 mg/dl at the time of the hospitalization. Customer was treated with insulin via IV and injections at the hospital. Customer had diabetic ketoacidosis and was admitted to the intensive care unit. Customer stated that the gain is greater than 3 minutes within 10 days. Customer stated that the gain is greater than 9 minutes within 30 days. Customer was explained that this loss or gain is normal. Customer was wearing the pump at the time of the hospital visit. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.